Event description:
A customer reported the power var ups (uninterruptable power supply) power cord overheated, causing arcing and smoke. The power var was used in association with the coulter lh 750 hematology analyzer. The laboratory activated the fire alarm for evacuation; however, no reports of a fire extinguisher being used and the fire department was not called in. No flames were indicated for this event. The biomedical personnel inspected the power var and found that the socket melted internally. The power var ups was disconnected from the wall outlet and unplugged from the instrument. The instrument is operational. The customer did not come in contact with the smoke and not seek medical attention. No death, injury or exposure to the smoke was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place.

Manufacturer narrative:
Beckman coulter inc. Requested the ups to be returned for further evaluation; however, the customer declined to return it. Service was not dispatched for this event. The customer ordered a replacement from an alternate vendor, since they do not have service agreement with beckman coulter inc. And the power var was outside the 5 year warranty period. Cause of event and conclusion: failure mode: failure mode is unknown. The customer declined to return the power var ups for further evaluation. (B)(4). Service was not dispatched.